Event description:
It was reported that pump displayed malfunction alarm code 15, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction alarm appeared again, and acknowledged understanding of these instructions.